Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: two boxes were provided to our quality team for investigation. Through visual inspection, red streaks can be seen along the syringe barrels. A device history review was performed for lot 2003308,no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During the molding process, polypropylene is mixed with colorant to achieve the proper amber coloring of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Although no direct issues were identified, it was determined this malfunction occurred due to improper colorant dosing during the molding process.

Event description:
It was reported that syringe 50ml ll amber had foreign matter inside the syringe. This occurred on 5 occasions. The following information was provided by the initial reporter: red streaks in the plastic of the syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll amber had foreign matter inside the syringe. This occurred on 5 occasions. The following information was provided by the initial reporter: red streaks in the plastic of the syringes.